Event description:
During an incident in 2003 involving a pt in cardiac arrest, the unit shut down during charge. A second battery failed to turn the unit on. Another crew's defibrillator was used to deliver 2 shocks. Als arrived and took over pt care. Telemetry was used at the scene. The pt was pronounced. The reporter states that the unit was tested later and it passed several self-tests but failed intermittently.